Manufacturer narrative:
The account found corrosion on the power control board. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the side rails has intermittent functions. No injury reported.